Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Revision surgery at 19 months post-operative due to loosening of the baseplate leading to insert wear.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.